Event description:
While tightening the center screw on a crosslink, the tip of the crosslink driver broke off. The piece was retrieved without further incident. The total procedural delay was less than one minute.

Manufacturer narrative:
After the surgery, both the crosslink driver and the broken tip were cleaned and sterilized. During this process the broken tip was lost. Genesys spine could not verify that all material was accounted for but investigation of the failed device confirms a clean flat break did occur; there were no signs of splintering or brittle fracture that could have resulted in more than one fractured component.